Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The kilovolts and milliamps were adjusted. The system operates as intended.

Event description:
The customer reported that the voltages on the 2800 system needed to be adjusted. No pt injury was reported.